Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed button error. Customer's blood glucose level was not reported. The buttons were unresponsive. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed self test and displacement test. Unit was received with intermittent act button response due to corroded keypad traces. No button error alarm noted during testing. Keypad connector was fully locked. Unit was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip.